Event description:
Failure to prime. In the operating room, handpiece doesn¿t¿ work correctly. A problem occurred in the delivery of saline solution. Delay time for therapy: 30 minutes. The customer is a habitual user of the product.

Manufacturer narrative:
The reported complaint was deemed confirmed by description. The issue has been previously investigated and classified as ¿failure to prime¿. Manufacturer review of the device history records for the reported lot number 12113gy found all requirements were met at the time of release. Based on previous investigations, the most probable causes for failure to prime are: 1) molding defect on the inner diameter of the spike that impedes inflow of water from bag, 2) mechanical lock or seized components (if used for more than 10 minutes) from heat generated inside cartridge which prevents ball valve from opening to more saline influx, 3) missing components in assembly, 4) either ball valve stuck in closed position impeding saline intake into device. Part of the dynamics of the pump is that in incomplete priming efforts, once air is in the chamber, it becomes less compressible for the console rod and piston to open the valve back to saline intake. Corrective action has been initiated to further investigate handpiece priming issues to determine definitive root cause(s) and implement the necessary action(s) to reduce and/or prevent future recurrence of this type of failure. Future product complaints will continue to be tracked and trended to detect any recurring issues and if needed, additional corrective action(s) will be initiated at that time. Based on information provided, the reported event did not result in patient injury or adverse event.

Event description:
Failure to prime. In the or, handpiece doesn't work correctly. A problem occured in the delivery of saline solution. Delay time for therapy: 30 minutes. The customer is a habitual user of the product.

Manufacturer narrative:
Active investigation in progress; results of investigation will be provided in a supplement report.